Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor are not accurate. At 8:58 p.m. On (B)(6) 2019, the patient received a blood glucose result of 25.9 mmol/l on the aviva expert device. An insulin bolus suggestion of 6.5 i.u. Was administered. The patient later became unconscious with hypoglycemia. She measured her blood glucose levels and obtained a result of 3.9 mmol/l at 09:00 a.m. At 09.28 a.m., she measured again on her second aviva expert device and the blood glucose result was 3.8 mmol/l. The patient treated herself with sugary food and recovered. She did not receive medical treatment and was not admitted into a medical facility. Return of the suspect device was requested for evaluation.